Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 804:23 was confirmed during product evaluation. The root cause was assigned to a pinched rear inverter harness. The harness wire was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 804:23. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the emergency room. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.